Manufacturer narrative:
Additional information: patient required extensive suturing at the end of the case to achieve wound closure. 7 sutures required. Sutures were removed, and patient recovered. Patient with corneal scar, astigmatism but correctable to 20/20. No additional surgery required. Section h6. Health effect - impact code 4625 - additional surgery. Section h6. Health effect - clinical code 1878 - corneal clouding/hazing. Section h6. Health effect - clinical code 2138 - visual impairment. Phaco settings: vacuum low: 200, high: 350. Power: 40%. Whitestar on yes. Mode & subsettings designations, peristaltic, continuous, 8/4, 67%, 83pps. Bottle height: 100 in/cm. Incision size: 2.4mm. Doctor's phaco technique: divide & concur. Model & serial number of equipment: console: signature pro, serial number: (B)(6) (incorrect number), handpiece: ellips fx, sn# not available. Tubing type: opo73, tip: 21g blue. Viscoelastic: duet. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, not provided. Section d4: lot #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco tip is not an implantable device. Section h3: the phaco tip was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that the needle started smoking inside the patient's eye, which caused the iris to fluff and led to a corneal burn. Customer noted that she did not hear the beep that usually signals a rise in temperature. No further information was provided.